Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration / migration of essure device location of device :ovaries") in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage and wisdom teeth removal. The patient otherwise denies any fever, chills, weakness, fatigue, cough, congestion, ha, dizziness, chest pain, palpitations, abdominal pain, vomiting, diarrhea, dysuria, and/or no other acute symptoms or complaints. Concurrent conditions included dysthymic disorder, dyspepsia, gastric disorder, herpes simplex, obesity, adnexa uteri tenderness and . Concomitant products included fluoxetine since 2007. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstrual bleeding"), migraine ("migraines"), headache ("headaches"), pruritus generalised ("itch all the time"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and unilateral oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, nausea, cystitis, urinary tract infection, vaginal infection, depression and anxiety outcome was unknown, the pelvic pain and pruritus generalised had resolved, the migraine had not resolved and the headache was resolving. The reporter considered anxiety, cystitis, depression, device dislocation, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pruritus generalised, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.9 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: total bilateral occlusion. Ultrasound pelvis: on (B)(6) 2017: essure devices are in place. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, depression , anxiety. Most recent follow-up information incorporated above includes: on 15-aug-2018: pfs+mr received, reporter added, event added as:- depression and mental anguish, event outcome for event headache updated from unknown to recovering/resolving. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location of device :ovaries/extending in to ovaries') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, wisdom teeth removal and gerd. The patient otherwise denies any fever, chills, weakness, fatigue, cough, congestion, ha, dizziness, chest pain, palpitations, abdominal pain, vomiting, diarrhea, dysuria, and/or no other acute symptoms or complaints. Previously administered products included for birth control: depo-provera from (B)(6) 2012 to (B)(6) 2019; for an unreported indication: fluoxetine. Concurrent conditions included dysthymic disorder, dyspepsia, gastric disorder, herpes simplex, obesity and adnexa uteri tenderness. Concomitant products included famotidine, hydrocodone, omeprazole, paracetamol and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), nausea ("nausea"), pruritus generalised ("itch all the time") and rash ("rashes or skin conditions type: rashes"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2017, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain ("persistent pelvic pain / pelvic area"), menstrual disorder ("menstrual bleeding"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), depression ("depression"), anxiety ("mental anguish/anxiety") and gastrointestinal disorder ("gastrointestinal or digestive system condition type: gastrointestinal disorder"). The patient was treated with ferrous sulfate;folic acid (folic acid/ferrous sulphate), fluoxetine, macrogol (polyethylene glycol), trazodone and surgery (hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, nausea, cystitis, urinary tract infection, vaginal infection, depression, anxiety, anaemia and gastrointestinal disorder outcome was unknown, the pelvic pain, pruritus generalised and rash had resolved, the migraine had not resolved and the headache was resolving. The reporter considered anaemia, anxiety, cystitis, depression, device dislocation, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pruritus generalised, rash, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.9 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: results: total bilateral occlusion. Ultrasound pelvis: on (B)(6) 2017: results: essure devices are in place. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, depression , anxiety. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs received. Event verbatim were updated as mental anguish/anxiety, migration / migration of essure device location of device :ovaries/extending in to ovaries. Outcome of the event : rash (itching) were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration / migration of essure device location of device :ovaries") in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage and wisdom teeth removal. The patient otherwise denies any fever, chills, weakness, fatigue, cough, congestion, ha, dizziness, chest pain, palpitations, abdominal pain, vomiting, diarrhea, dysuria, and/or no other acute symptoms or complaints. Previously administered products included for birth cantrol: depo-provera from (B)(6) 2012 to (B)(6) 2018; for an unreported indication: fluoxetine. Concurrent conditions included dysthymic disorder, dyspepsia, gastric disorder, herpes simplex, obesity and adnexa uteri tenderness. Concomitant products included famotidine, hydrocodone, paracetamol and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), nausea ("nausea") and rash ("rashes or skin conditions type: rashes"). On an unknown date, the patient experienced pelvic pain ("persistent pelvic pain / pelvic area"), menstrual disorder ("menstrual bleeding"), migraine ("migraines"), headache ("headaches"), pruritus generalised ("itch all the time"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), depression ("depression"), anxiety ("mental anguish"), anaemia ("blood or heart disorder/condition type: anemia") and gastrointestinal disorder ("gastrointestinal or digestive system condition type: gastrointestinal disorder"). The patient was treated with ferrous sulfate;folic acid (folic acid/ferrous sulphate), fluoxetine, macrogol (polyethylene glycol), trazodone and surgery (hysterectomy with bilateral salpingectomy and unilateral oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, nausea, cystitis, urinary tract infection, vaginal infection, depression, anxiety, anaemia, gastrointestinal disorder and rash outcome was unknown, the pelvic pain and pruritus generalised had resolved, the migraine had not resolved and the headache was resolving. The reporter considered anaemia, anxiety, cystitis, depression, device dislocation, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pruritus generalised, rash, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2017: results: essure devices are in place. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, depression , anxiety most recent follow-up information incorporated above includes: on 19-nov-2018: pfs received. Added event anemia, gastrointestinal disorder, rashes. Concomitant drug, treatment drug, medical history was added. Updated onset date of events. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration / migration of essure device location of device :ovaries") in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage and wisdom teeth removal. The patient otherwise denies any fever, chills, weakness, fatigue, cough, congestion, ha, dizziness, chest pain, palpitations, abdominal pain, vomiting, diarrhea, dysuria, and/or no other acute symptoms or complaints. Previously administered products included for birth cantrol: depo-provera from (B)(6) 2012 to (B)(6) 2018; for an unreported indication: fluoxetine. Concurrent conditions included dysthymic disorder, dyspepsia, gastric disorder, herpes simplex, obesity and adnexa uteri tenderness. Concomitant products included famotidine, hydrocodone, paracetamol and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), nausea ("nausea") and rash ("rashes or skin conditions type: rashes"). On an unknown date, the patient experienced pelvic pain ("persistent pelvic pain / pelvic area"), menstrual disorder ("menstrual bleeding"), migraine ("migraines"), headache ("headaches"), pruritus generalised ("itch all the time"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), depression ("depression"), anxiety ("mental anguish"), anaemia ("blood or heart disorder/condition type: anemia") and gastrointestinal disorder ("gastrointestinal or digestive system condition type: gastrointestinal disorder"). The patient was treated with ferrous sulfate;folic acid (folic acid/ferrous sulphate), fluoxetine, macrogol (polyethylene glycol), trazodone and surgery (hysterectomy with bilateral salpingectomy and unilateral oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, nausea, cystitis, urinary tract infection, vaginal infection, depression, anxiety, anaemia, gastrointestinal disorder and rash outcome was unknown, the pelvic pain and pruritus generalised had resolved, the migraine had not resolved and the headache was resolving. The reporter considered anaemia, anxiety, cystitis, depression, device dislocation, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pruritus generalised, rash, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2017: results: essure devices are in place. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, depression , anxiety most recent follow-up information incorporated above includes: on 19-nov-2018: pfs received : added events anemia, gastrointestinal disorder, rashes. Concomitant drug, treatment drug, medical history was added. Updated onset date of events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fluoxetine since 2007. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstrual bleeding"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), pruritus generalised ("itch all the time"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (underwent a transvaginal hysterectomy due to complications.). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, headache, nausea, cystitis, urinary tract infection and vaginal infection outcome was unknown, the pelvic pain and pruritus generalised had resolved and the migraine had not resolved. The reporter considered cystitis, device dislocation, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pruritus generalised, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 15-mar-2018: plaintiff fact sheet- all relevant medical history, concurrent condition, concomitant medication were added. Events abnormal bleeding (vaginal, menorrhagia), dyspareunia, fatigue, hysterectomy (partial), migraines/headaches, nausea, pain, rashes or skin conditions (itch all the time) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location of device :ovaries/extending in to ovaries') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, wisdom teeth removal and gerd. The patient otherwise denies any fever, chills, weakness, fatigue, cough, congestion, ha, dizziness, chest pain, palpitations, abdominal pain, vomiting, diarrhea, dysuria, and/or no other acute symptoms or complaints. Previously administered products included for birth cantrol: depo-provera from january 2012 to 25-jun-2020; for an unreported indication: fluoxetine. Concurrent conditions included dysthymic disorder, dyspepsia, gastric disorder, herpes simplex, obesity and adnexa uteri tenderness. Concomitant products included famotidine, hydrocodone, omeprazole, paracetamol and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), nausea ("nausea"), pruritus ("itch all the time") and rash ("rashes or skin conditions type: rashes"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2017, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain ("persistent pelvic pain / pelvic area"), menstrual disorder ("menstrual bleeding"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), depression ("depression"), anxiety ("mental anguish/anxiety") and gastrointestinal disorder ("gastrointestinal or digestive system condition type: gastrointestinal disorder"). The patient was treated with ferrous sulfate;folic acid (folic acid/ferrous sulphate), fluoxetine, macrogol, trazodone and surgery (hysterectomy with bilateral salpingectomy and unilateral oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menstrual disorder, dyspareunia, fatigue, nausea, depression, anxiety, anaemia and gastrointestinal disorder outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, pruritus, cystitis, urinary tract infection, vaginal infection and rash had resolved, the migraine had not resolved and the headache was resolving. The reporter considered anaemia, anxiety, cystitis, depression, device dislocation, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pruritus, rash, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2017: results: essure devices are in place. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, depression , anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location of device :ovaries/extending in to ovaries') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, wisdom teeth removal and gerd. The patient otherwise denies any fever, chills, weakness, fatigue, cough, congestion, ha, dizziness, chest pain, palpitations, abdominal pain, vomiting, diarrhea, dysuria, and/or no other acute symptoms or complaints. Previously administered products included for birth cantrol: depo-provera from (B)(6) 2012 to (B)(6) 2020; for an unreported indication: fluoxetine. Concurrent conditions included dysthymic disorder, dyspepsia, gastric disorder, herpes simplex, obesity and adnexa uteri tenderness. Concomitant products included famotidine, hydrocodone, omeprazole, paracetamol and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), nausea ("nausea"), pruritus ("itch all the time") and rash ("rashes or skin conditions type: rashes"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2017, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain ("persistent pelvic pain / pelvic area"), menstrual disorder ("menstrual bleeding"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), depression ("depression"), anxiety ("mental anguish/anxiety") and gastrointestinal disorder ("gastrointestinal or digestive system condition type: gastrointestinal disorder"). The patient was treated with ferrous sulfate;folic acid (folic acid/ferrous sulphate), fluoxetine, macrogol, trazodone and surgery (hysterectomy with bilateral salpingectomy and unilateral oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menstrual disorder, dyspareunia, fatigue, nausea, depression, anxiety, anaemia and gastrointestinal disorder outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, pruritus, cystitis, urinary tract infection, vaginal infection and rash had resolved, the migraine had not resolved and the headache was resolving. The reporter considered anaemia, anxiety, cystitis, depression, device dislocation, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pruritus, rash, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, migration diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2017: results: essure devices are in place. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, depression , anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Reporter information added. Events outcome were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a transvaginal hysterectomy due to complications.). At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.